Event description:
It was reported that insr (recharger) plug display was shown on screen and insr had been charging but it was not keeping the charge since one day prior to the report. The patient normally got all the bars at the bottom of insr when charging. She tried patient programmer and could not communicate with patient programmer. The insr was not charging. Insr icon and plug icon were not appearing on the screen. The patient was not really feeling stimulation at the time of the report but felt it earlier the morning of the report. She charged 4-5 days prior to the report. A loss of therapeutic effect was reported. More than two weeks later the analysis showed that there was an unconfirmed failure on the insr. There were no issues found during bench testing, no issues with charging the ins (implantable neurostimulator) or recharger or communications. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n312990, implanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).